Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-01985. Related manufacturer reference number: 1627487-2020-01987. It was reported that the patient's leads were migrated. The patient was experiencing ineffective therapy and x-rays confirmed that the leads migrated. As a result, the leads were explanted and replaced on (B)(6) 2020. Therapy was restored following the procedure.